Event description:
It was reported that the implant in site 10 was removed due to prosthetic dentist broke screw. Screw is inside the implant. Patient impact: none. Site grafted unknown graft place with implant placement. Medical history: none reported. Will place new implant in future.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Based on updated customer information received and reassessment of the reported event, it was determined that MFR report number 0001038806-2023-00030 was reported in error. Please disregard this submission. No further reports will be submitted for this event.